Manufacturer narrative:
(B)(4). Date of event: unknown, assumed first day of month that complaint was reported. Batch # w7029a. Additional information was requested and the following was obtained: "or staff states that both devices jammed". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. 0 remaining clips were found on the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a robotic prostatectomy, the first assistant attempted to use el5ml ligamax clip applier on oozing vessel with the device misfired. A second ligamax was opened and it also misfired. An alternative form of ligation was implemented and the surgery proceeded without incident. No harm was caused to the patient.